Event description:
It was reported to boston scientific corporation on february 14, 2023, that a wallflex esophageal fully covered stent was to be implanted in the lower esophagus to treat a malignant esophageal stricture due to esophageal cancer during an esophageal stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another wallflex esophageal stent. There were no reported patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device a15 captures the reportable event of stent partially deployed.